Event description:
It was reported that, ¿hardware removal due to rod pull out and failure of blockers. Patient is non symptomatic.¿

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.